Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller requested episode review due to a suspected issue with this electrode. Noise was identified with an untreated and treated episodes. Inappropriate shocks were identified on more than one occasion. Massaging at xiphoid, isometrics, pocket manipulation and torso twisting did not produce noise. X-ray review appeared normal at the xiphoid; however, a sharp bend of the electrode coming out of the device header was visualized. The physician wanted to program therapy off and implant a transvenous system in the future. No adverse patient effects were reported.